Manufacturer narrative:
Device received on (B)(6) 2017, evaluation has not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and from a manufacturer's representative (rep) regarding a patient who was receiving 2,550 mcg/ml of fentanyl, 900 mcg/ml of clonidine, 40 mg/ml of bupivacaine, and 300 mcg/ml of compounded baclofen, all at unknown frequencies via an implantable pump. On (B)(6) 2017, it was reported that during a pump refill on (B)(6) 2017 the hcp was able to aspirate the pump, but the aspiration was incredibly slow. According to the hcp, it coming out a drip at a time. The hcp believed that they were able to get all the drug aspirated but was unable to inject any drug into the pump. Proper needle orientation was confirmed, locked valve procedure was attempted and a smaller syringe was used to attempt to force saline into the reservoir. The kit tubing and needle patency were also checked and the hcp even removed the filter to hook the syringe directly to the needle, but could not fill the pump. The hcp reported that the patient's pump was empty or very nearly empty. The patient's pump was replaced on (B)(6) 2017. The rep reported that the hcp noted that the bupivacaine used appeared to have crystals in it, which were reported to go away when warmed to body heat. The hcp speculated that this was related to the event as a high concentration of bupivacaine was used in the patient's pump. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Correction: "dev ret to MFR." Should have been checked in the initial regulatory report. The box is now checked. The information that the device was returned was also added. Analysis of the pump found that there was reservoir access issues due to the residue in the fluid path before decontamination. Eval code-result updated. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis on 2017-mar-31.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.